Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented to clinic for follow up. The patient's left ventricular lead was found to have sustained breakage. No intervention or procedure were reported. The patient had no consequences.